Event description:
It was reported that during a cranial procedure, the perforator bit did not stop and nicked the dura. It was also reported that the procedure was delayed for 15 minutes to repair the dura. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The perforator bit subject to this MDR was returned for eval. The device was visually compared to the print and inspected for mfg defects to the cutting edge and flute geometry. No defects were found. No excessive wear was noted that would not have been anticipated. Lot number info has not been provided to permit further investigation. The root cause is undetermined.